Manufacturer narrative:
Summary of evaluation: the plastic was not compatible with acidic chemical cleaning meterials.

Event description:
The rptr states the handle is cracked and loose at connection. This event did not occur during a surgical procedure.